Event description:
Surgeon was using enseal x1 tissue sealer straight jaw 37cm (ref# nslx137s lot#c9df1y). While attempting to use it, tissue was being pushed out of the jaw by the blade. Surgeon was unable to use the supply.